Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# 60274408, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(4), ubd: 15-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2022. It was reported that there was a broken lead, damaged lead or lead cut.  When the doctor tried to remove the needle from the patient, they first removed the blue piece that secures the stylet and pulled back on the stylet, then tried to remove the needle. The stylet then seemed to lodge in the needle and would not release. As the doctor pulled, the lead began uncoiling. They decided to just remove the lead and replace it with a new lead. The doctor thinks the error was their technique for removal. They were trying to follow the instructions from another doctor in the room. This was not immediately reported because this did not appear to be an issue with the lead. The cause was determined to be  that the doctor stated that they believed the error was with their technique. This was the doctor's first time ever deploying a be lead on a patient and they were trying to follow the verbal instructions from a senior doctor. The v erbal instructions were not the same as the training video or what the doctor had previously practiced. The issue was resolved.